Event description:
Three samples of ivenix administration set was returned for evaluation. The gold foil corresponded to set-0032-25. During the visual inspection, separation of three (3) k-zeros from the secondary port was observed (one per sample). The three (3) separated k-zeros were returned for evaluation. Under microscopic examination, no traces of glue were observed on the secondary ports or the k-zeros. The customer complaint is confirmed. The most probable root cause of the reported incident is associated with a manufacturing assembly error related to the lack of uv glue application or insufficient curing time during the bonding process. This resulted in poor adhesion, causing the luer connector from the secondary port to become loose, detached, or missing, due to an improper joining operation performed by the operator. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch records fa25c12208 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "the ivenix implementation clinical lead discovered 3 primary sets (set-0032-1) where the k-zero secondary port twisted off without effort. The project clinical lead has these sets on her person to send in." A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.